Manufacturer narrative:
(B)(4): the device remains in the patient. The lot number was not provided. A follow up report will be submitted with all relevant report.

Event description:
Device issue: guide wire separation. Time of device issue: during use. Adverse event: device remains in patient. Time of adverse event: during the procedure. A cath lab nurse called abbott vascular to check the MRI compatibility of a .014 cardiac hydrophilic whisper guide wire because during a CT scan, the separated guide wire had been noted. No additional information is available.